Event description:
The customer reported that the central nurse's station (cns) will not boot up. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) will not boot up. According to the customer, the unit displayed "os setup please wait" and then the unit reboots. The customer is sending in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) will not boot up. According to the customer, the unit displayed "os setup please wait" and then the unit reboots. The customer is sending in the unit to be repaired. There was no patient injury reported. Investigation summary: tthe cns was returned for repair. Repair center performed visual inspection and noted old model hard drives and recommended the hard drives to be replaced. Cns was tested and the reported issue was confirmed. Repair center re-imaged the hard drives to resolve the issue. Review of serial number history finds no reoccurrence reported. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; we don't have it. B6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; we don't have it. B7 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; we don't have it. D10 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; we don't have it. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H10 additional manufacturer narrative manufacturer references # 300291563 - 138606 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) will not boot up. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) will not boot up. According to the customer, the unit displayed "os setup please wait" and then the unit reboots. The customer is sending in the unit to be repaired. There was no patient injury reported. Investigation summary: the cns was returned for repair. The repair center performed visual inspection and noted old model hard drives and recommended the hard drives to be replaced. The cns was tested and the reported issue was confirmed. The repair center re-imaged the hard drives to resolve the issue. Review of serial number history finds no reoccurrence reported. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. Root cause is likely related to wear and tear of the hard drives. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; we don't have it. B6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; we don't have it. B7 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; we don't have it. D10 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; we don't have it. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H10 additional manufacturer narrative manufacturer references # (B)(4).follow up 002

Event description:
The customer reported that the central nurse's station (cns) will not boot up. There was no patient injury reported.